Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the upn and serial number. Therefore, the manufacture date is unknown. Additional MFR site email: (B)(4). Problem code 1184 captures the reportable event of gauge reading inaccurately. Investigation results a visual examination of the returned complaint device found that the gauge needle was outside zero band. The lens was removed to reset the needle and rust was noted inside of the case. The device was reset to zero and inflated to 20 psi; unit inflated properly and was well within accuracy specifications. The rust found, which most likely affected the needle movement, could have been a consequence of the maintenance process applied to the device. Therefore, the most probable root cause is cause traced to maintenance. A manufacturing batch record review was unable to be performed as the serial number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/24/2018 09:59 am CT.the report number is being corrected from: 3005099803-2018-61971to: 3005099803-2018-60133. This report is follow-up # 1.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a procedure performed on an unknown date. According to the complainant, the gauge needle was stuck at 20 atm and not on 0. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  The complainant was unable to provide the upn and serial number. Therefore, the manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a procedure performed on an unknown date. According to the complainant, the gauge needle was stuck at 20 atm and not on 0. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older event date: unknown used the first date of the month of the aware date. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 03:15 pm CT. The report number is being corrected from: 2134265-2018-63955 to: 3005099803-2018-60133.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified circumflex artery. Following, high pressure pre-dilatation with a balloon catheter, a 2.25 x 24mm synergy stent was advanced but encountered difficulties in positioning in the proximal portion of the posterior ventricular branch. Upon removal, it was noted that there was a change in the device's structure. No patient complications were reported. A synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row and to a mid-stent strut row with stent struts lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.